Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. The length of the membranous septum was approximately 5.0mm. There was no calcification observed from the annulus to the sub-annular region to the left ventricular outflow tract (lvot). Pre-implant balloon valvuloplasty (pre-bav) was performed using an unknown balloon. During the procedure, during the first deployment, the pigtail catheter was positioned at the base of the aorta on the non-coronary cusp (ncc) side, and the inflow-side distal end of the navitor valve in the capsule was positioned at the annular plane. The patient was developed with complete atrioventricular block; incomplete stent opening (iso) was observed. However, it could not be disengaged so it was required to be recaptured three times to mitigate. On the fourth attempt, the device was positioned approximately at a depth of 5mm, and the valve was able to be implanted successfully at a depth of 4.5mm both on the ncc and left-coronary cusp (lcc). A temporary pacemaker was placed to stabilize the cardiac rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, a permanent pacemaker was implanted to resolve the event. The implanter classified this event due to the inadequate pre-bav. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. The length of the membranous septum was approximately 5.0mm. There was no calcification observed from the annulus to the sub-annular region to the left ventricular outflow tract (lvot). Pre-implant balloon valvuloplasty (pre-bav) was performed using a unknown balloon. During the procedure, during the first deployment, the pigtail catheter was positioned at the base of the aorta on the non-coronary cusp (ncc) side, and the inflow-side distal end of the navitor valve in the capsule was positioned at the annular plane. The patient was developed with complete atrioventricular block; incomplete stent opening (iso) was observed. However, it could not be disengaged so it was required to be recaptured three times to mitigate. On the fourth attempt, the device was positioned approximately at a depth of 5mm, and the valve was able to be implanted successfully at a depth of 4.5mm both on the ncc and left-coronary cusp (lcc). A temporary pacemaker was placed to stabilize the cardiac rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, a permanent pacemaker was implanted to resolve the event. The implanter classified this event due to the inadequate pre-bav. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
An event of heart block requiring a pacemaker was reported. A more comprehensive assessment could not be performed as limited information was provided, including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.

Manufacturer narrative:
An event of valve under-expansion, and patient effects of heart block was reported. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including, patient age, pre-existing heart block, heart failure, anatomical factors such as calcification extending beneath aortic annular plane in the interventricular septum and implant depth. Information from field indicated that there was no calcification extending beneath the aortic annular plane in the interventricular septum. Field indicated that it was required to recapture three times, on the fourth attempt, the device was positioned approximately at a depth of 5mm, and the valve was able to be implanted successfully at a depth of 4.5mm both on the ncc and left-coronary cusp (lcc). A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The user believes that the pre-bav could not be adequately dilated, and the valve expanded non-uniformly. The cause of the reported heart block could be due to procedural circumstances (incomplete stent opening). However, this could not be confirmed. The reported unexpected medical intervention and surgical intervention were result of case specific circumstances as a temporary pacemaker was implanted and eventually a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.please note that per the instructions for use, "implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."